Manufacturer narrative:
Device not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4). X-ray image review: post-op x-ray for t12 kyphoplasty shows peri-spinal venous cement extravasation in ap view. No lateral films provided. This is a known risk of kyphoplasty. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for vertebral compression fracture. Intra-op, cement extravasation was observed. There was no delay in the overall procedure time. Patient was symptomatic and was detected with right sided flank pain post-operatively. Surgeon did not believe the symptoms that patient is having is related to event. According to the surgeon, patient is hypochondriac and the flank pain had nothing to do with the cement extravasation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.